Event description:
It was reported that patient had experienced muscle stimulation and presented for follow-up. Device was found to be in backup vvi mode. A successful software download was performed. Device remains implanted and patient condition was good.